Manufacturer narrative:
Additional information: section h3. Device evaluated by manufacturer? Yes device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture showed a pseudophakic eye implanted with a tecnis monofocal iol preloaded in the simplicity delivery system model dcb00. It was observed that a crack like mark located between 8:00 and 10:00 in relation to the picture orientation was affecting up to the lens mid periphery. Per the size and location of the mark, it probably may impact patient visual function in the event the lens remains implanted, the definitive clinical impact and the incident root cause cannot be determined from a picture assessment. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5, a6: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted in patient's left eye. Following the implantation, a hole was identified on the periphery of the lens. Due to the instability of the anterior segment, the lens was not removed and remains in the patient's eye. The patient status was reported as unknown. No further information is available.